Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): "went to 3 ml when volume ran out;no alarm"

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: during the analysis of the history files, the error could not be comprehended. The sample was subjected to a visual and functional examination. A functional test with a delivery mode was performed. A separate pre-alarm testing was finshed with a positive result. Three minutes before the vtbi was reached, the pump alerts a pre-alarm. At the disassembling of the device, only a broken holder for the loudspeaker was detected. The complaint could be not confirmed. The pump operate within our specification.